Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 473 adn 182 mg/dl. Tests were done within 11-20 minutes. Patient did not expeirence any adverse events. No further information has been reported.